Event description:
The pump was returned for investigation. Investigation revealed a peeling bolus button covers from the base and therefore, the investigation on the audio bolus button was unable to be tested. The text on the display screen was also found to have a reddish tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/19/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the returned battery cap was used to complete the investigation. Investigation revealed a peeling bolus button cover from the base and therefore, the investigation on the audio bolus button was unable to be tested. The text on the display screen was also found to have a reddish tint. (B)(6)